Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had scratches on screen that makes it hard to see. The customer¿s blood glucose level was unknown. Customer also reported that insulin pump rejected new battery, up and down buttons were worn, unexplained no delivery alarms, declined battery life and wear and tear on body of insulin pump. The device will not be returned for analysis.